Event description:
It was reported that occlusion alarms occurred. The customer declined troubleshooting. Reportedly, the customer changed supplies and continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.